Manufacturer narrative:
(B)(4). The customer reported to philips that the battery was defective. The unit failed to power up on battery power when needed for use on a patient during a code. This reported issue had no impact on the patient outcome. The unit was plugged into ac power and the unit was then functional. The customer was sent a new battery which resolved the failure.

Event description:
The customer reported to philips that the battery was defective.